Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead had noise that cause inappropriate therapy. The lead was capped and replaced on (B)(6) 2018. Patient was discharged post procedure.